Event description:
It was reported that the colonovideoscope exhibited grainy image. The event occurred during a video volonoscopio procedure, and it was completed using a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.